Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd her scs sys, including a surgical lead, on (B)(6) 2007. It was reported that the pt reported discomfort with her stimulation. She requested to be reprogrammed and stated that she had not used her stimulator in a couple of years. F/u on the pt found that she reported that stimulation was very comfortable after being reprogrammed. No further pt issues were reported.